Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (2004,2010), hypothyroidism, bipolar ii disorder, seasonal allergy, vitamin d deficiency, anemia, urge incontinence, breast biopsy, dysmenorrhea, abdominal pain and bladder spasm. Concomitant products included buspirone, clonazepam, lamotrigine (lamictal), levothyroxine sodium (synthroid), montelukast sodium (singulair) and solifenacin succinate (vesicare). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia") and urge incontinence ("urge incontinence"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, urinary tract disorder, menorrhagia and urge incontinence outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urge incontinence and urinary tract disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, menorrhagia, dyspareunia, dyspareunia, urge incontinence no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.